Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to perform functionaltests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to detached end cap. The following physical damage was noted: missing end cap sticker, cracked case at display window corner, cracked lcd window, minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had not been working for several months. The insulin pump was returned for analysis.